Manufacturer narrative:
On (B)(6) 2020, mentor received additional information about the event. It was initially reported that the patient would undergo explantation on (B)(6) 2020. New information states that the explantation date is (B)(6) 2020. On (B)(6) 2020, mentor received additional information about the event: - the patient developed capsular contracture (baker grade unknown) in her right breast. - both of the patient¿s breast prostheses were removed intact. Device code 1546 for ¿material rupture¿ no longer applies to this event, nor does block b1 ¿is product problem¿. - the patient had her explanted breast prostheses replaced with mentor gel 225cc breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: during visual inspection of the device, no apparent damage could be observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/22/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision procedure with mentor memorygel breast implant 175cc gel breast prostheses that both ruptured after implantation. Bilateral rupture was confirmed by MRI. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
On (B)(6) 2019, mentor received additional information about the event. The patient is scheduled to undergo bilateral explantation on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).